Manufacturer narrative:
It has come to our knowledge that this complaint is a duplicate. Upon further investigation, we have confirmed that this event has indeed already been reported under: MFR report number: 0008031000-2025-00194. Given this information this mir report will be voided. Please note that any subsequent report will be performed under MFR report number 0008031000-2025-00194.

Event description:
It has come to our knowledge that this complaint is a duplicate. Upon further investigation, we have confirmed that this event has indeed already been reported under: MFR report number: 0008031000-2025-00194. Given this information this mir report will be voided. Please note that any subsequent report will be performed under MFR report number 0008031000 -2025 -00194.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in romania. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the battery housing can not be closed. It was noticed during regular inspection, no consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.